Event description:
It was reported that when the device was used during an unknown procedure, the device would not deliver the staples when fired. Opened another device to complete the case. There was no consequence to patient.